Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. A search of the depuy synthes (nc) quality system found no nc¿s associated with this product/lot (product code: 550036104, lot - mi125080) combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- a search of the depuy synthes (nc) quality system found no nc¿s associated with this product/lot (product code: 550036104, lot - mi125080) combination. Added: d10 (concomitant).

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for revision ¿ infection. Device and procedure (relatedness). Device related: no information provided. Procedure related: no information provided. Date of event: 8 jan 2026. Date of implant: (B)(6) 2025. Date of revision: (B)(6) 2026. Device location: right. Treatment/impact: components removed (cup). Depuy synthes products used: catalog number: 550011240. Lot number: 664514. Component type: baseplate. Description: modular uniti platform baseplate s 24. Catalog number: 550030600. Lot number: 227541. Component type: screw. Description: inhance central screw 6.0x30. Catalog number: 550300500. Lot number: 235418. Component type: screw. Description: inhance 4pk locking scrw 2025 slfdrill. Catalog number: 550536004. Lot number: 350285. Component type: glenoid. Description: inhance glenosphere 36+4. Catalog number: 520001040. Lot number: 664294. Component type: stem. Description: inhance short stem l 40. Catalog number: 550000400. Lot number: 664524. Component type: shell. Description: inhance reverse humeral shell l 40+0. Catalog number: 550036104. Lot number: mi125080. Component type: liner. Description: inhance reverse liner 36+4 r.